Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and ventricular tachycardia (vt). The implantable pulse generator (ipg) exhibited cardiac compass invalid data. The implantable pulse generator (ipg) was explanted and replaced with an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.